Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a no disposable pump won't run alarm. Pharmacy noted that the patient received approximately 6ml of the infusion then the pump began alarming. The patient returned and the pump was replaced. It is unclear if the reservoir volume was 100ml or 94ml, the rate was 2.2ml/hr. There was no air in line. There was no patient, or clinician injury associated with this occurrence.